Manufacturer narrative:
The insulin pump was unable to prime during the prime test, due to a faulty force sensor resistor. Unable to perform the occlusion tests, excessive no delivery test or test for the absence of no delivery due to the prime anomaly.

Event description:
The customer called to report high blood glucose readings. The readings was 237 mg/dl at the time of the call. Troubleshooting was performed, and the insulin pump did not pass the prime or high pressure test.